Event description:
It was reported that during implant procedure, high thresholds and undersensing were observed on the lead. The physician reported that the conductor was visible while viewing with magnification headgear. The lead was removed and replaced. It was further reported that the same thresholds and sensing issues were present on the second lead. After multiple repositioning attempts the thresholds and sensing significantly improved. T-wave oversensing (twos) was present after defibrillation threshold testing. Lead parameters were reprogrammed to eliminate the oversensing instead of repositioning the lead. The day after implant, one episode of twos was observed. This episode was classified as ventricular fibrillation (vf) but terminated without reaching number of intervals to detect. The sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.